Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency department (ed) with shortness of breath, and decreased ejection fraction. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients implantable cardioverter defibrillator (ICD) had triggered alerts for charge circuit inactive, charge circuit timeout, and long charge time post elective replacement indicator (eri). It was noted the patient¿s device had triggered eri approximately fifteen months prior to the alerts. The patient had a diagnosis of pancreatic cancer and did not want to have the device replaced. The patient is now experiencing atrial arrhythmias, and having difficulty breathing. The patient is now evaluating having the device replaced. The device currently remains implanted/in use. No patient complications have been reported as a result of this event.